Event description:
It was reported, when using the bd preset¿ syringe with attached needle, there was blood splatter/leakage or other sample leakage from the device. Other than the insertion site or needle tip and erroneous results. The following information was provided by the initial reporter: the customer stated, "when the nurse prepared to go to the machine for testing. He found there was bleeding at the lower end of the hole stone. The nurse still got inaccurate test results, after going on the machine for the test".

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed. And the indicated, failure mode for leakage with the incident lot was observed. The erroneous results were caused by the leakage exposing the sample to air. Bd was not able to determine, a definitive root cause for the leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues, during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and erroneous results. The following information was provided by the initial reporter. The customer stated: "when the nurse prepared to go to the machine for testing he found there was bleeding at the lower end of the hole stone. The nurse still got inaccurate test results after going on the machine for the test."